Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm issue. The reporter confirmed being able to reboot the pump and successfully complete the rewind, load, and prime steps appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.